Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. If any additional information pertinent to this event is obtained, a follow-up report will be submitted. (B)(4).

Event description:
This is an adverse event recorded on a case report form (crf) as part of the b-500 halo patient registry. The patient was prospectively enrolled with 10 cm barrett's esophagus with high grade dysplasia. After a secondary focal ablation, patient developed a stricture which was subsequently dilated and the patient's symptoms were resolved.